Event description:
Product design complaint: it was reported that because there are no depth markings on the arterial cannula, the surgeon had to pull out the cannula resulting in the pt losing 2l of blood. As a result converted from mis to full sternotomy. Pt was in good condition post surgically.

Manufacturer narrative:
Device not returned.